Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported when the 2nd implant was inserted, the tip (2cm long) of the truespan broke off. The fragment was removed from the patient¿s body. No further information is available. The complaint device was received and inspected. It was observed that the needle was broken, and the rest still attached in the truespan gun. The needle showed marks of tear/wear nearest the channel, both implants and suture appeared to have been deployed. Also, one implant was received unattached. It was identified that the shaft of the gun and the beginning of the needle was bent. Also, the plastic sleeve of the device was deformed and damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. Since the condition of the device received, this complaint can be confirmed. For the bent condition in the shaft, it is related to a rough deployment causing damage in the needle and sleeve. Besides, the broken failure can be attributed when the needle was inside the joint, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. A closer look internal processing has been done; as a result, this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A manufacturing record evaluation was performed for the finished device lot number: 5l13418, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an aclr (arthroscopic cruciate ligament reconstruction) procedure on (B)(6) 2020, it was observed that the tip on the second implant device broke off upon insertion. The fragment was removed from the patient¿s body. The procedure was delayed for 15 minutes. There was no harm to the patient. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.